Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3144 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 28 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, covid-19, pneumonia bacterial, vaginal delivery, anxiety, hyperlipidemia, migraine, amenorrhea, abortion, abdominal pain, parity 2, multi gravida, endometriosis, adenomyosis, dyspareunia, vaginal bleeding and pelvic pain. The patient had a family history of heart disease, unspecified. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 664 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no discrepancy noted: removal date as per argus (B)(6) 2022. As per mr: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, and bilateral fallopian tubes: benign proliferative endometrium. Essure device is identified lodged into the uterine corpus wall. Benign cervix with mild non-specific inflammation and a nabothian cyst. Benign bilateral fallopian tubes with paratubal cysts. Portion of benign ovary with a simple luteal cyst. Comment: at the uterine fundus (near the base of the right fallopian tube) an exposed essure device is identified lodged into and protruding through to the serosal surface of the uterus. Only one essure device is identified. Gross description: at the fundus, near the base of the right fallopian tube, is an eiqiosed essure device protrnding from the uterine corpus. The surrounding serosa appears intact without exudate or adhesions. Each fallopian tube is sectioned showing a soft lining with no additional essure coils noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 35 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3144 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.